Event description:
The customer reported the unit switched itself off when the power cord moved, resulting in an uncommanded system shut down due to a degraded power cord. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the power cord. The sys operates as intended.